Event description:
It was reported that all the lights were blinking on the carelink monitor. The carelink monitor was disconnected and then reconnected, after which the power light came on, but when the start button was pushed, nothing happened. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, there was a loose power connector.

Event description:
It was reported that all the lights were blinking on the carelink monitor. The carelink monitor was disconnected and then reconnected. After which the power light came on, but when start button was pushed, nothing happened. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that all the lights were blinking on the carelink monitor. The carelink monitor was disconnected and then reconnected. After which the power light came on, but when start button was pushed, nothing happened. The monitor was replaced. No patient complications have been reported as a result of this event.